Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a leaked and the insulin pump had button error alarm. The customer¿s blood glucose level was 394 mg/dl at the time of the incident. The drive support cap was normal. The customer was reported that the location of leakage not sure but it was underneath o ring. Customer ran the self test and it was passed. Customer treated for high blood glucose with manual injections. The reservoir will be returned for analysis.